Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the limb ischemia was patient condition related, as the patient had limb ischemia in both legs. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 39-year-old male in for implantable cardioverter defibrillator replacement experienced pulseless electrical activity. An impella cp was implanted for support. The patient developed limb ischemia in both the impella and ECMO-inserted extremities. As such, a distal perfusion catheter was configured and the issue was resolved.